Manufacturer narrative:
Corrections made to g3 and h11. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced hypoglycemia and treated the low glucose with oral fast-acting carbohydrates followed by rebound hyperglycemia; the event was attributed to user management rather than a device component issue. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 289 mg/dl as well as shakiness, sweating, dizziness, hot flashes/flushes, blurred or darkened vision, and anxiety. Outcomes included a minor, transient impairment without lasting health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.